Manufacturer narrative:
This report is for two (2) unknown 4.5 mm cortex screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Implanted in (B)(6) 2018; exact date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a hardware removal of dynamic hip screw (dhs) implant constructs for a femoral neck fracture on (B)(6) 2019 as that ended up not healing. Surgeon took out the hardware and revised patient to total hip arthroplasty. Dhs was removed with no issues. Original implant date was (B)(6) 2018. It is unknown if there was surgical delay. Procedure was successfully completed. Patient outcome was unknown. This report is for two (2) unknown 4.5 mm cortex screws. This is report 3 of 3 for complaint (B)(4).